Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to an intracerebral hemorrhage (ich). No further information was provided.

Manufacturer narrative:
Device available changed from yes to no a correlation between the left ventricular assist system (lvas) and the reported stroke could not be conclusively determined. No additional information was provided. It was reported the device was not explanted and would not be returned. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.